Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 cubie had failed to open and had read, write and invalid cubie memory error message. The customer tried to reboot the device, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 cubie had failed to open and had read, write and invalid cubie memory error message. A field service engineer (fse) addressed drawer 3.1 issues involving read/write or invalid cubie memory errors on row b. The fse reseated the row board cable connections to all trays, removed metallic debris from cubie pocket contacts, and reseated the row board connection to the drawer controller. The drawer passed diagnostics and application tests successfully. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.